Manufacturer narrative:
D3 manufacturer establishment name updated. D4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have the alarms, "travel reverse error", "invalid syringe size", and "travel coarse error." The cause of the customer reported problem was damaged cases and insufficient lubrication. The pump had damaged top and bottom case and sticking plunger case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the top and bottom case, cleaned and lubricated the plunger tube, loaded standard configuration, and calibrated all sensors. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a system failure. The event occurred during self-test.